Event description:
Device malfunction: collapse of vessel locator wings prematurely, time of malfunction: during test, symptoms/ae: no patient involvement. It was reported that a technician, trained in the use of the starclose device, performed a test of the device to stimulate a vessel closure. After the technician completed the thumb advancer stroke, but before the closure clip was deployed, the vessel locator wings collapsed prematurely. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received. Investigation is not yet completed.